Event description:
It was reported that cardiac index reading was stable for 30 minutes, bolus was done for 2.5 but monitor reading was 1.5, and the situation resolved on its own after 30 minutes. No pt complications were reported.

Manufacturer narrative:
Device not returned.